Manufacturer narrative:
Updated with additional information provided by the explanting physician's office.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis. It was reported that on (B)(6) 2015, the device was explanted due to a mycotic extent 4 thoracoabdominal with contained rupture.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis. It was reported that on (B)(6) 2015, the device was explanted.

Manufacturer narrative:
Correction: date received by manufacturer.